Event description:
An elderly female, pt, was undergoing a posterior cervical fusion in the prone position with the use of a mayfield skull clamp. During the procedure the skull clamp was changed three times due to slippages. At one point she incurred a laceration which required stapling to close the wound. Adult mayfield disposable skull pins were used during the procedure, but were discarded ((B)(4)).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.